Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system exhibited no access to the stations. The technical support specialist (tss) dialed into both the server and station, able to login to the station without any failure, verified the customer login and identified that the user login was expired. Tss identified that the account was active and not expired on the patient encounter system as the customer was using local domain. Tss instructed the customer to remove the local user and add as domain user to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user had access to the stations, but now encountering an error displayed unable to authenticate. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.